Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, at the second stapling, the cutter pushed the tissue therefore the staples were malformed. The surgeon could rectify the cut line and used a device of another lab to complete the procedure. There were no adverse consequences for the patient.